Manufacturer narrative:
In addition to the evaluation finding mentioned in b5, the following evaluation findings were noted: the device failed the leak test between the control knobs (rl/ud knobs), distal end cover (c-body) was discolored, loose probe, bending section cover glue was cracked, and there was a play or looseness on the upward/downward angulation knob. The device was serviced and returned to stock. This report will be updated once the legal manufacturer¿s investigation is completed or if new and relevant information will become available later.

Event description:
During an evaluation of an olympus asset device, it was noted that the scope was missing glue by the forceps passage area. No report of patient involvement. This MDR is being submitted based on the evaluation result.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 30-nov-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the missing forceps cover glue likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.